Event description:
It was reported that during surgery the optical sensor of the intra-aortic balloon (iab) had not shown arterial pressure. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 full initial reporter name:(B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), e2, e3, g3, g6, h2, h3, h6 (type of investigation , investigation findings, investigation conclusions), h11. Corrected fields: e1 (event site telephone). The product was returned with the membrane completely unfolded and blood found on the exterior and in the innerlumen. Two kink was observed on the catheter tubing approximately 74cm and 72.1cm from the iab tip. The optical fiber was found to be broken within the y-fitting. The extender tubing was also returned. A sensor output test was performed, and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). The reported failure was confirmed by the evaluation. Complaint ID: (B)(4).